Event description:
The customer reported to olympus, the evis exera ii bronchovideoscope came back from olympus repair with no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation was unable to duplicate the no image malfunction (but the occurrence is likely); however, the image was noted to have an orange saturation. Additional findings include the following: the bending section cover failed the leak test, the plastic distal end cover had deep chips / scratches, the bending section cover had a hole / was stretched, the bending section cover adhesive was lifted / had a chip, the objective lens had scratches, the bending section failed the continuity test, the insertion tube had a bite / minor dent, the control body had the color code and label missing, the light guide tube had dents, and the evis seal had scratches, and the conformité européenne (ce) label was missing. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: important information ¿ please read before use warnings and cautions: caution turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Precaution for disappeared or frozen endoscopic image; warning follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.6 inspection of the endoscopic system inspection of the endoscopic image 3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. Olympus will continue to monitor field performance for this device.